Event description:
Implant date: 6/11/1990. Pt developed low back pain while undergoing physical therapy. Revision surgery on 10/13/1992 at which time it was noted that implants were tight during the removal. Non-union repaired and hardware replaced. Those devices were explanted on 2/3/1994 and fusion was observed.